Event description:
Circulating nurse was opening a package of lap sponges and noticed a foreign object inside the package. Object appears to be a small piece of cardboard and tape. Nurse did not open the package further. Item never placed on sterile field. Manufacturer response for sponge, lap sponge (per site reporter) .just happened today.